Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site by a field service technician. This is an ancillary service event. A visual inspection. Event log review, and battery testing were performed. During the visual inspection it was identified that the door was broken. The cause of the damage is unknown. The pump was serviced and restored to a good working condition. If any additional relevant information is received, a follow up MDR will be sent.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a broken door. Additional information is not available.